Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. Device had cracked display window corner, scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had high blood glucose. Customer's blood glucose was 441 mg/d. High blood glucose persisted after set change. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.